Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using the pipeline embolization device, there was difficulty in opening the distal part of the device. The aneurysm was located in the ophthalmic region and was unruptured with a saccular morphology. The device showed a deformity at the tip of the mesh and failed to open in the distal section. The pipeline was positioned in a bend in the middle section. The device was removed from the patient after being resheathed with the microcatheter. The aneurysm had a maximum diameter of 4.00 millimeters and a neck diameter of 3.75 millimeters, with a distal landing zone artery size of 4.00 millimeters and a proximal size of 4.56 millimeters. The vessel tortuosity was moderate. After replacing the device, the post-procedure result was successful. No patient complications have been reported as a result of this event. Ancillary devices: sheath neuronmax (penumbra), guide catheter sophia (microvention), microcatheter phenom 27, guidewire tracxess 014

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. The product was not fully implanted, there was difficulty in opening it distally, after which it was removed, and during this removal the material was released into the hub. There was no problem with the catheter.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210) ¿ as found condition: the pipeline flex device was returned within a shipping box and an open pipeline flex outer carton. The pipeline flex pusher was returned within a dispenser coil. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid was found damaged (bent/buckled). Both ends of the pipeline flex braid were found open, but damaged (frayed). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged¿ report was confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Possible causes of ¿pipeline damaged¿ include resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. It is likely that the damage to the pipeline flex braid contributed to the failure to open. However, the cause of the failure to open and braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.